Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has been received. The investigation is currently in progress.

Event description:
It was reported that the device could not be inserted through a 6f sheath. The device was prepped according to the IFU. There was no damage noted to the box,. The intended treatment site was the iliac artery. Another device was used to complete the procedure. The device could not be inserted through the 6f sheath. It was attempted to insert the device through a larger sheath however reportedly the balloon moved out. The device was damaged. There was no patient involvement and therefore no patient injury reported.

Manufacturer narrative:
It was reported that the device could not be inserted through a 6f sheath. The device was prepped according to the IFU. There was no damage noted to the box,. The intended treatment site was the iliac artery. Resistance was felt while going through the sheath and the device could not be inserted through the 6f sheath. The delivery system and stent were removed back through the sheath and the stent dislodged. It was attempted to insert the device through the sheath multiple times. The device was damaged. Air evacuation was carried out. Another device was used to complete the procedure. Access to the target lesion was maintained. There was no patient involvement and therefore no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the second reported complaint for this lot number and issue to date. The first complaint was inconclusive as the sample was not returned for evaluation. The device was returned for evaluation. External and internal packaging was returned. The hub was printed as inspected and no visual defects were noted. The stent guard was not returned. There was evidence of material frayed at the distal tip of the device. There were 6 squeezed impressions on the shaft of the device. These were the following distances from the strain relief: 80mm, 160mm, 310mm, 560mm and 20mm from the balloon cone. The stent was present on the device but not positioned between the marker bands (it was positioned over the distal marker band). The stent was noticeably damaged. It was flattened in the middle of the stent and damaged on the proximal side of the stent. It was easily removed for the balloon. There was no damage observed to the balloon. There was evidence of stent crimping along the balloon length. No functional examination was carried due to the poor condition of the stent. The investigation of the returned device is inconclusive for the device incompatibility failure mode reported. Due to the poor condition of the stent a functional examination could not be performed. The device displayed damage along the length of the catheter and the stent was damaged also. It was reported that the device became damaged during preparation by the user. Based upon the available information and investigation carried out a definitive root cause has not been determined. It is likely that handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. However a CAPA has been raised to address device incompatibility and dislodgement issues which have been reported. The IFU states: a device description: 1. Implant. The lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. B indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation; 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection: 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent: 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Event description:
It was reported that the device could not be inserted through a 6f sheath. The device was prepped according to the IFU. There was no damage noted to the box,. The intended treatment site was the iliac artery. Resistance was felt while going through the sheath and the device could not be inserted through the 6f sheath. The delivery system and stent were removed back through the sheath and the stent dislodged. It was attempted to insert the device through the sheath multiple times. The device was damaged. Air evacuation was carried out. Another device was used to complete the procedure. Access to the target lesion was maintained. There was no patient involvement and therefore no patient injury reported.